Manufacturer narrative:
Event description updated.

Event description:
It was reported that during a procedure, the screw broke during the fixation and broken piece was taken out as soon as it was noticed. Backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
One 7207566 sterile 10x25mm biorci screw reported on. The product was used for treatment and was returned for evaluation. The complaint stated: ¿the screw broke during the fixation and broken piece was taken out as soon as it was noticed.¿ the screw, instruction for use, chartstik labels, foil inner pouch and the outer product carton were returned. Dimensional inspection verifies that this was a 10x25mm product. Threads have been chewed up at the distal tip. Approximately 2mm are absent. This symptom is aligned with entanglement with a guide wire and/or excess torque. The head has a damaged star hex from stripping. Product condition is consistent with difficult insertion. Adherence to the instruction for use prep and use is essential for optimum success of the product. This product contains technique oriented information. The instruction for use says: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used.¿ no root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a procedure, the screw got broken during the fixation. Backup device was available to complete the procedure. No delay and no patient injuries were reported.